Event description:
It was reported that stent dislodgement occurred. A 2.75 x 16 mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, the stent became dislodged outside the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient was safe post-procedure.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 16 mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, the stent became dislodged outside the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient was safe post-procedure. It was further reported that a 6fr guide catheter was used, and the displacement occurred during unpacking.